Event description:
It was reported that the patient had been hospitalized due to the controller not working. The patient's blood glucose levels reached an unknown level. The patient was diagnosed with gestational diabetes. The patient is currently in the hospital at the time of the report but no information was provided about how they were treated for the issue.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.